Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Lar low anterior resection. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device? Second surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any difficulties firing the device? No. Were the donuts inspected? If so, please describe. Yes, they were ok. Was a complete transection of the cutting washer visually confirmed? Yes. Was a leak test performed? If so, what was the result? Yes, was ok. How many days postoperative did the leak occur? 6 days. How was leak identified? Clinically and radiologically. What was observed at the site of the leak upon reoperation? The anastomosis was not inspected. The surgeon only performed ileostomy. Were there any issues noted with staple formation at any point throughout the care of the patient? No. How was the leak addressed during the reoperation? Left lateral. Were there any other contributing factors to include patient tissue condition? Patient underwent radiochemotherapy for breast cancer 10 years ago. What is the current status of the patient? After 10 days of ICU the patient come back to ward.

Event description:
It was reported that following a left hemicolectomy procedure, the patient operated on (B)(6) had an anastomotic leak after the procedure. The patient had a new surgery for anastomotic leak. She is in intensive care.